Event description:
The customer reported a communication failure during a (B)(4) study (B)(4). No pt injury was reported.

Manufacturer narrative:
A ge service rep performed an on site investigation. The ethernet cable was replaced. The system was then found to be operating as intended.